Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call infusion set leak. Customer advised the infusion set leaked and they were worried the product went inside their body. Customer advised they would return the infusion set for analysis.